Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during withdrawal of the guidewire after placing a nasobiliary tube the tip of the guidewire detached into the distal end of the catheter. It was reported that no part of the guidewire detached into the patient so no recovery was warranted. The procedure was completed with another jagwire with no patient complications.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has been returned for evaluation; however a failure analysis of the complaint device has not been completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during withdrawal of the guidewire after placing a nasobiliary tube the tip of the guidewire detached into the distal end of the catheter. It was reported that no part of the guidewire detached into the patient so no recovery was warranted. The procedure was completed with another jagwire with no patient complications.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. The pebax section was returned and is damaged however presence of adhesive was found indicating proper manufacturing. No evidence of core wire fractured. It is most likely that due to anatomical/procedural factors encountered during the procedure, therefore most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review performed and no other complaints reported for lot number 15717461.